Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted their distributor to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a bent locator pin on the returned pad-pak. Upon receipt, the device could not be powered on with the returned pad-pak and no flashing status indicator was observed. This was due to the locator pin on the battery terminal side being bent inwards towards the casing of the returned pad-pak (lot# n0052), which impeded the insertion of the pad-pak within the device. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.